Event description:
It is reported that at 2143hrs on the day of the incident, the pump was set up for an epidural infusion of 250mls of (bpipuvicaine) at a rate of 10mls/hr. At 0010 on the following day, the patient complained of back pain. Doctor gave top up (10ml bolus) from bag at 0020hrs. At 0210hrs pump alarmed and it was noted that infusion was completed. Patient's condition remained satisfactory throughout.